Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery, low reservoir and failed battery test alarms. The customer states the device does not alert the customer when the reservoir is low. The customer's blood glucose level at the time of incident was unknown. The customer states receiving no delivery alarm. The customer was advised to conduct complete set change and the alarm was resolved. The customer declined to return set and reservoir for analysis. The customer was advised to monitor the device and call back as soon as issues arise.